Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported via nbir a right side "suspected/actual rupture/deflation." Device has been explanted and replaced.